Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter started to read inaccurately high on (B)(6) 2015 at 9:00 am when she obtained an alleged inaccurately high blood glucose result of 250 mg/dl on the subject meter. Meter to feelings comparisons are invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She reported she continued with her usual dose of novolog insulin (including sliding scale). She reported also on (B)(6) 2015 at 9:00 am, after the start of the alleged issue, she developed symptoms of ¿shakiness and weakness¿. No other treatment or medical intervention was specified. The patient denied using any other device to test her blood glucose levels. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the patient did not have test strips available to test the meter. The issue was resolved through training. Replacement products were sent to the patient. This complaint is being reported because the patient alleged she obtained inaccurate high results with the subject meter, administered medication based on the results and reportedly developed symptoms indicative of an acute diabetes excursion, she after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.